Event description:
Site reported that after insertion of lma the airway tube was broken. Tube was broken when pulled during attempt to reposition lma in patient. Approximately half of the airway tube broke free. The balance of the lma was removed without difficulty and replaced with another lma airway. There was no patient injury.